Manufacturer narrative:
Additional narrative: qty x 2. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tips of the instruments broke.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip breakage. The overall condition of the returned device suggests heavy usage. A complaint database search on the provided product code found similar reports which were attributed to product wear due to heavy usage and or misuse. Based on the overall condition of the device, the root cause is attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.